Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h3: product analysis as found condition (condition of returned device): an echelon-10 micro catheter was returned for analysis within a shipping box and within a sealed biohazard pouch. Visual inspection/damage location details: upon visual examination, no issues were found with the echelon-10 hub, catheter body or distal tip. The distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 total length was measured to be ~156.0cm. The echelon-10 useable length was measured to be ~148.4cm which is within specification. The echelon-10 micro catheter was flushed, water was found to be leaking from within the inner strain relief. The outer and inner strain reliefs were removed, the catheter was re-flushed, and water was found to be leaking from within the distal end of the hub nose. The echelon-10 was found to be leaking from around the catheter shaft seated within the hub. Conclusion based on the device analysis and reported information, the customer¿s report of ¿leak¿ was confirmed. However, the "leak" was determined to be within the hub and not with the catheter as the returned echelon-10 micro catheter was found to be leaking from around the catheter shaft seated within the hub. The likely cause is inadequate and/or incomplete hub bonding, resulting in the leak at the catheter hub/strain relief. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an echelon catheter experienced leakage at the proximal section. It was reported that after the echelon 10 45° pre-shaped tip microcatheter was taken out from the sterile package, water leakage was observed at the proximal hub of the catheter during hydration. Therefore, the microcatheter was immediately replaced, and the procedure was completed. There was a catheter leak at the proximal section that occurred during preparation. The catheter was flushed and all devices we prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices includes a echelon 10 45° pre-shaped tip micro catheter, and 8f guiding guide catheter.